Event description:
It was reported that a bag with a broken lcsc5 in it was received from the or mgr. The bag was labeled with a note of broken tip, lap gastric bypass. No further info available. No pt consequence reported.

Manufacturer narrative:
H6=broken blade. Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."